Manufacturer narrative:
(B)(4). Analysis of the device (model: 8929, sn#: (B)(4)) revealed an open left needle thermocouple. Ohms from p1 to p4 board were tested and had continuity. The circuit was open inside the needle. A hardware error code 66 was noted in regards to a prostiva 8929-eprom data test.

Event description:
A device issue occurred prior to the start of a medical procedure. The issue was in regards to an error code number 17. A size 12 needle was noted. An alternate handpiece had to be used to complete the procedure. The pt's outcome was fine.